Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or bone quality. Patient oral anatomy is to be closely assessed prior to procedure as described in this product's instructions for use. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instruction for use.

Event description:
Implant became mobile and failed before prosthetic restoration. Stability and osseointegration was achieved. At the time of implantation, bone augumentation was performed also.